Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Additional manufacturing narrative (if other): initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(4).

Event description:
The customer reported that the value was lower than comparator devices. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed a cracked flex cable between module halves. The unit was found to turn on but turns off before a measurement is taken. When tested no error message appears but the device shows sensor off status even when a finger is inserted. The customer complaint could not be duplicated as measurements are not obtainable due to the cracked flex cable. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.